Event description:
Customer stated that the insulin pump was alerting her through out the night, as the sensor was reading that the customer was experiencing high blood glucose readings when she was really having low blood glucose readings. Customer stated that the sensor was reading 400 mg/dl when she was really 180 mg/dl or that the sensor would reading 130 mg/dl when the blood glucose readings were really 42 mg/dl. Customer's blood glucose reading at the time of the call was 42 mg/dl. Customer mentioned that she was at the gym and blackout. Customer stated that the paramedics were not called and she was able to bring her blood glucose readings up. Customer also mentioned that she wears the sensor on the back of her arm and is aware that it is considered off label use. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.